Manufacturer narrative:
Concomitant medical products: catheter model# 8711 lot# j11372r06 implanted: (B)(6) 2002 explanted: (B)(6) 2011; catheter model# 8596sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; catheter model# 8596sc serial# (B)(4) implanted: (B)(6) 2008 explanted: unk. (B)(4).

Event description:
It was reported that there was an accumulation of fluid in the pump pocket. The hcp drained the pocket. The physician believed that the pump connector had become disconnected. The catheter was replaced. Per hcp "everything is fine with the patient" after replacing the catheter. The pump was delivering morphine.